Event description:
During index procedure the patient had two complete self expanding (se) peripheral stents implanted to the right mid superficial femoral artery (sfa). Approximately 1.5 years post index prodeure the patient was rehospitalized due to instent restenosis of target lesion. Revascularization was performed. The investigator indicated that the reported event was definitely related to the study device. The patient recovered with treatment. Ref MFR# 9612164-2012-00271, 9612164-2012-00272.

Event description:
It was reported that the second complete se sfa stent was deployed tandem to and overlapping the first stent to stabilize a dissection occurred during index procedure. A balloon angioplasty was performed during the revascularization procedure and a non-study drug-eluting stent was implanted. Ref MFR # 9612164-2012-00271, 9612164-2012-00272.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (occlusion).